Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 12-april-2024, the patient's mother reported that her child faced a bent cannula on the second day of use at the abdomen. Patient does not have sufficient subcutaneous tissue at the site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available